Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd insyte autoguard was slow to retract. The following information was provided by the initial reporter: needle is slow to retract when the retract button is pressed. Some intravenous catheter needles require the button to be pushed multiple times for the needle to retract. There is concern for a greater potential of a needle stick when this occurs. 8 intravenous catheters from 2 different departments were reporting slow retraction. All were catalog # 381433; lot # 4305273. Pt code: 4582. Device codes: 1536, 4063.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.